Manufacturer narrative:
Codes didn't transmits the first time around.

Manufacturer narrative:
The fse confirmed the reported complaint. Power on unit in diagnostic mode inspected error codes, found error code 1007 in event log. Power on unit in normal mode and found unit displayed vent in-op 1007 on screen. Inspected unit, found cable from da to motor controller pcb was disconnected. Reseated the cable, power on unit in normal mode unit operation ok. Performed all required test for cable removal/replacement per service manual instructions, unit passed all test successfully. Unit released for patient use. No further patient information was provided.

Manufacturer narrative:
Results - device evaluated; method - open circuit; conclusion - device repaired and returned.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.